Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer delivered a correction bolus to address elevated bg. Reportedly, the customer is using off label insulin. Tandem technical support educated customer on insulin labeling. The infusion set and cartridge was changed multiple times to address the occlusions. In addition, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. At the time of the call, transmitter and pump had already regained connection.